Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/02/2014 with the following findings: moisture was evident on all internal pump components. A display lens leak was revealed during leak testing. Unrelated to the complaint, a blank display issue was observed. The vibratory alert was non-functional. All keypad buttons were unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.